Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off-label usage of the device. On 11/28/2024, it was reported that in late november 2024, while using the dexcom g6 system, the patient experienced a skin reaction which occurred on an unspecified number of days after the sensor had been inserted in the arm. The area appeared red, swollen, and irritated, with a small lump noted at the needle puncture site. Approximately one day later, pus developed at the site, but the patient did not report significant pain. The patient contacted his diabetes physician and provided a photo of the affected area and was diagnosed with an infection. He was prescribed an oral antibiotic for approximately seven days (medication name and dosage unknown). The physician advised switching future sensor placements to the leg. Following this change, no further skin reactions were reported. The affected area resolved within approximately five days, and the patient completed the full course of antibiotics. At the time of report, the patient stated she was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.